Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
During an atrial fibrillation procedure, a tip fracture occurred. The device was exchanged and the procedure was completed with no adverse consequences to the patient. During insertion, it was noted that the catheter was getting stuck. Once in the heart, the intracardiac electrocardiography image was bad and the tip of the catheter appeared to be bent. The catheter was removed and the tip was noted to be snapped as opposed to bent. There was no fracture noted prior to being inserted into the patient. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.